Manufacturer narrative:
Manufacturers ref# pr261628 summary of investigational findings: the investigation is based on a review of the imaging provided. It was reported that the celect filter was found to be multiply fractured; 1 leg is extravascular in the right psoas muscle, one arm is fractured and retained locally. The filter and intravascular fragment were removed; the extravascular fragment was left in place for now. No harm to patient reported and patient ¿might or might not come back¿ for fragment retrieval. The complaint report does not state the indication for ivc filter, nor the dwell time of the ivc filter. Five radiographic images centered at a celect ivc filter in different projections were submitted for review. These images demonstrate a celect ivc filter with hook positioned in the midportion of the l1 vertebral body. Relative to the posterior spinous processes, there is approximately 22° of leftward tilt present. On the steep oblique projection, relative to the anterior margins of the vertebral bodies, there is approximately 30° of anterior tilt present. One of the primary filter legs is fractured and located approximately 6 cm caudal to the neck of the ivc filter. The fractured fragment appears to represent an entire primary leg and measures approximately 3.6 cm in length. The 3 remaining primary filter legs are attached normally to the ivc filter. 7 of the 8 secondary legs are attached normally. One of the secondary legs is fractured approximately 7 mm below the neck of the ivc filter, but is still oriented in a near normal configuration when compared to the remaining filter legs and displaced caudally by < 1mm. The maximal distance between the secondary filter feet measures approximately 4.7 cm. The maximal distance between the primary filter feet measures approximately 3.5 cm. The images submitted for review confirm the complaint report of a celect ivc filter with multiple fractures present. On the images submitted, there is a significant leftward tilt as well as significant anterior tilt relative to the center-line of the ivc and the bony landmarks, respectively. There are multiple penetrations and fractures involving both the primary and secondary filter legs. The cause of penetration, at this point, is indeterminate. There is a significant leftward filter tilt, but it is uncertain if this filter tilt developed over time or if this was present at the initial placement. The placement images were not made available for review. However, in this case, the penetrations likely directly contributed to the development of multiple fractures. Comment was made that the fractured primary filter leg was extravascular and in the psoas muscle. This is not possible to confirm on the fluoroscopic and venographic images. A large component of the fractured fragment does project outside of the column contrast, but the remaining portion of the fragment does overlap with the contrast seen in the ivc and on a single image cannot be excluded from still extending with into the vessel itself. If it is entirely extravascular, it would pose little risk of future harm to the patient. Importantly, the ivc filter and intravascular fragment (presumably the secondary filter leg) was successfully retrieved to avoid further filter complication. There are adequate controls in place to ensure the device was manufactured to specifications. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Catalog # is unknown but referred to as cook celect filter. (B)(4). Corrected data compared to medwatch report (mw5076059): life threatening, required intervention, other serious (important medical event). Brand name: celect ivc filter. Procode: catheter, intravascular, therapeutic, short-term less than 30 days (foz) (B)(4). Device available for evaluation: yes. Investigation is still in progress. (B)(4); mw5086069 recvd 07may2019.

Event description:
Description of event according to initial reporter: celect ivc filter found to be multiply fractured. One leg is extravascular in the right psoas muscle, one arm is fractured and retained locally. The filter and intravascular fragment were removed. The extravascular fragment was left in place for now. Patient outcome: additional information received on 25apr2019: the patient is doing well, noting that she still has one of the legs in her right psoas muscle which might or might not come back to be retrieved later.